Event description:
During a clinic follow-up, episodes of post-paced t wave oversensing were observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable.